Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed and no causes or potential causes to the customers reported problem were found. The device was returned for analysis and has been evaluated. The customers reported problem was confirmed. Visual and functional testing were performed. The returned device was in good condition with no appearances of any physical damage. The event history log review revealed a force sensor test; however, no primary audible alarm test was found. A power up process was performed, and the force sensor was inspected and unable to duplicate the force sensor test error during power up. The force sensor reading was within required specifications. The device passed functional/delivery test. The root cause of the reported complaint could not be determined although the force reading was within required specifications, the readings of force and count were fluctuating constantly. No actions were taken for the primary concern reported; however, the force sensor and plunger cable were replaced.

Event description:
It was reported the device primary audible alarm post. No patient injury reported.